Manufacturer narrative:
No procedure delay or cancellation was reported. The user facility reported an employee opened the chamber door of the sterilizer to load a daily cycle test when steam that had built up in the sterilizer's chamber made contact with the employee's hand subsequently causing the reported burn. Following the reported event, the employee sought and received medical treatment and returned to work. The user facility confirmed the employee was not wearing proper ppe during the time of the reported event as stated in the operator manual. The operator manual states (pp.1-1), "after manual exhaust, steam may remain inside the chamber. Always wear protective gloves, apron, and a face shield when following emergency procedure to unload sterilizer. Stay as far back from the chamber opening as possible when opening the door." A steris service technician arrived onsite to inspect the 16" century sterilizer. The technician ran a test cycle and identified that the s2 valve in the steam manifold assembly was not operating properly. The technician replaced the s2 valve located in the assembly, tested the unit, and confirmed that the 16" century sterilizer was operating properly. The unit was manufactured in 2006 and no additional issues have been reported.

Event description:
The user facility that an employee obtained a burn on their hand while loading their 16" century sterilizer.